Manufacturer narrative:
H.6. Investigation: bd received one (1) samples and three (3) photos from the customer for investigation. The photos and sample confirm the reported issue of a retraction failure. Therefore, this complaint is confirmed. In addition, bd sumter conducted retraction- lock-out testing on thirty (30) retention samples for batch 9316429. All 30 samples passed the test with no defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set needle failed to retract after use. The following information was provided by the initial reporter, translated from japanese to english: "since the button had already been pressed, the hcp could not press the button, with the needle kept unretracted."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set needle failed to retract after use. The following information was provided by the initial reporter, translated from (B)(6) to english: "since the button had already been pressed, the hcp could not press the button, with the needle kept unretracted."